Event description:
It was reported to philips that the system was intermittently hanging, which impacted imaging and display. No harm to the patient or user was reported. Philips has started an investigation of this complaint.